Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath, which holds the needle, broke off and about a 1-2cm piece became lodged in the patient's airway. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The physician was able to retrieve the plastic sheath and the procedure was completed using a similar device. All samples were obtained per normal procedure. It was reported the procedure was prolonged and the patient's sedation extended 30-40 minutes to retrieve the broken piece. A post procedure chest x-ray confirmed no other issues or foreign objects seen on the x-ray. There were no further reports of patient harm and the patient was discharged.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4. If additional information becomes available an emdr supplement will be submitted.

Event description:
No additional information received from the customer.

Event description:
Additional information received from the customer. The procedure was completed, and the plastic sheath was noticed at the end of procedure during airway inspection. Although the diagnostic endobronchial ultrasound (ebus) procedure was extended by 30 minutes all samples were collected with no change in procedure nor impact to the patient's condition.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated field: b5, d9, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple kinks in the insertion portion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.